Event description:
On (B)(6) 2012 customer reported that about 2 ml of clear diluent leaked under their act 5diff cap pierce instrument and onto the counter. Customer also stated that control results were not saved in the control file at the time the leak was observed. The quality control (qc) issue was incidental to the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the waste tubing disconnected from the back of the instrument. This caused waste to leak out. Fse trimmed the waste tubing and reconnected it to the fitting on the back of the instrument. This resolved the leak. While on-site, and incidental to the leak, fse found the hgb lyse reagent almost empty which caused hgb results to flag "+++++" and "qc results not saved" message alerts. Fse replaced the hgb lyse reagent to resolve this issue. No further problems were reported.

Manufacturer narrative:
(B)(4).